Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection of the device noted no visual abnormalities . The handle function did not close the jaws. The device rotated and the shaft could be locked in place. Upon disassembling the device, it was noted that the cable that operates the jaws was broken and disengaged. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. A secondary condition of broken cable was noted. The most probable root cause of the broken cable may be due to rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to reporter during a lap hysterectomy procedure the handpiece was visibly broken when opened from packaging and unable to be used. No additional operating time. No additional blood loss. No adverse effect to patient. No tissue damage or unanticipated tissue loss, opened up another hand piece and there was no issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.